Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was also noted that the pt had a hole in their pd catheter (non-baxter product). The pt was asymptomatic. On the same day, the pt began treatment with an unspecified antibiotic. On an unreported date, the pt was re-trained in proper aseptic procedures for performing pd therapy. Eight days after experiencing the peritonitis the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.